Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high shock impedance and suspected failure. It was noted that the patient experienced muscle stimulation pain in the left chest. Evaluation of an x-ray image was unable to determine whether a fracture was present. The physician elected not to perform a lead revision, as the device had no defibrillation activated for the last ten years. The rv lead remains in use. No further patient complications have been reported as a result of this event.